Event description:
Boston scientific received information that the patient contacted technical services to discuss a possible lead issue. The patient stated that the impedance measurement had increased and his physician indicated there was an issue with the lead. The patient also noted that he had fallen twice, due to vertigo, and was concerned that the falls may have caused the lead issue. Technical services advised the patient to discuss his concerns with his physician. The field representative made several unsuccessful attempts to obtain additional information from the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.